Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. At this time, no additional information was able to be obtained and there was no evidence that intervention has been performed to resolve this issue. The patient would continue to be monitored. No adverse patient effects were reported.